Event description:
The customer reported elevated creatine kinase-mb (ck-mb), above the normal reference range, and increased imprecision troponin I (accutni) results, within the risk stratification, for one pt involving access 2 immunoassay system. These results were not released out of the laboratory. The customer retested the pt's sample and obtained results within the normal reference range. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2008. The customer informed the fse system check and minimum precision test for creatine kinase-mb (ck-mb) and troponin I were within specifications. The fse inspected the pipettor and aspirator probes, all were normal. The fse replaced the aspirator probe tubing and successfully completed system check. The customer's quality control was within range. The customer declined further testing and verifications. The unit was returned to operation. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events.